Event description:
MFR report #: 3014285231-2025-00006. It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. Following procedure completion, the patient reported on discomfort in the perineal area. The physician aspirated the balloon to relieve the patient's symptoms. Magnetic resonance imaging (MRI) following balloon aspiration confirmed no injury and did not identify any possible cause to the perineal pain. Few days later, the patient was admitted to the hospital and treated with IV antibiotics for cystitis. The patient was discharged from the hospital in good condition.